Event description:
Country of complaint: (B)(6). Thread breaks easily.

Manufacturer narrative:
Mfg site investigation: samples received: 2 unopened race-packs. There are no previous complaint of this code batch. There are no units in OEM stock. Knot pull tensile strength of the samples received was tested and the results fulfill the requirements of the OEM. Knot pull tensile strength results before releasing the product were within spec. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the samples received fulfill the spec, we take the note of this instance.